Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. B3: event year only reported: 2024. D4 batch #: c9dw12. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken. In addition, the cable was cut off. No top jaw missing was noted. No functional testing could be performed due to the device returning condition. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.

Event description:
It was reported that during a laparoscopic sigmoid colon the surgeon was using the enseal across a large fibrotic mass and the jaws broke. The surgeon said anything would have broken on that and it was not the fault of the device. He opened a new one to complete the case no patient issues. There was no surgical delay.